Event description:
Customer reported an unexpected negative result with capture-r ready ID (crrid) extend ii on the galileo. The patient has a history of anti-d.

Manufacturer narrative:
Review of crrid extend ii results shows that the only d+ cell on the panel did not react with the sample. Testing was performed on (B)(4), 2009. Due to delay in reporting and limited information available, we are unable to rule out instrument, sample, or reagents as the cause of the unexpected negative reactions.